Manufacturer narrative:
Meter jngb135-k1801 has been returned and investigated. Visual inspection has been performed on the returned meter and no issues were observed. Control solution testing was performed and no issues were observed. All results were within range specification. No malfunction or product deficiency was identified. Extended investigation has been performed for the reported complaint. No libre sensor was returned for this complaint. No libre sensor was returned for this complaint. Dhrs (device history review) for libre reader was reviewed and the dhrs showed libre reader passed all tests prior to release. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If partial product is returned, the case will be re-opened and a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving erratic readings with their adc freestyle libre sensor. Customer reported receiving readings of 41 mg/dl, 58 mg/dl, and 113 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned, extended investigation is pending at this time. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving erratic readings with their adc freestyle libre sensor. Customer reported receiving readings of 41 mg/dl, 58 mg/dl, and 113 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.